Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported ultima activator ii reusable drive mech showed signs of corrosion due to rust and therefore needs to be repaired. The article ua-5001 is very susceptible to corrosion. The susceptibility of the article to rust can cause damage to other instruments. Per photos provided by the complainant, it is observed there is rust on the device.

Manufacturer narrative:
Tw# (B)(4). The device was returned to the factory for evaluation on 09/05/2024. Photographs were provided. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. Rust colored discoloration was observed on the returned device in various places. An investigation was conducted on 09/25/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Rust colored discoloration was observed on the returned device in various places. Engineering further investigated the device on 04/23/2025. It was identified that the returned device in not a product of getinge. Review of the material specification rm30155 dating back to 2006 were completed. The markings as shown on this device do not match any markings as defined within in the material specification at any point. Additionally, the us patent number, and company logo, which are required on the device, are not included on the device in question. Based on the returned condition of the device as well as the evaluation results, the reported failure "corrosion" was not confirmed as this is not a getinge product. The reported device is an OEM device, a reported lot/serial number was not provided; therefore a ship history could not be performed.

Event description:
N/a.